Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-oct-09. It was reported that the patient has had severe back pain that worsened when the implantable neurostimulator (ins) was off. The patient stated that her ¿body had broken into a thousand pieces¿ and she went to the emergency on the morning of the day of the report. It was also reported that the ins was not charging anymore and a manufacturer representative (rep) was supposed to meet with the patient, but the patient never heard back from them. In the end, local field reps were contacted to follow-up with the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for non- malignant pain. It was reported that the patient was trying to turn their stimulation on but was unable to do so. They tried to sync with the ins but the poor communication was not resolved, they couldn't communicate with the ins. The last time the patient successfully charged was over a month ago. A representative met with the patient and alleged that the patient's ins was overdischarged. The patient suffered from memory problems and had been unable to consistently monitor and recharge their ins. The patient had 2 prior overdischarge events and was currently in overdischarge- it was recommended that the patient have a prime battery replacement considering their recharging difficulties. The ins had not been charged in several months. The issue was not resolved and surgical intervention was planned. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the device has not been working for years, and the patient needs to have an MRI, so she was requesting a registration identification card. The patient cannot get her implantable neurostimulator into MRI mode because she has not charged her implantable neurostimulator, and it will not take a charge. The patient noted the reason for not charging was that she forgot due to unrelated medical conditions. The patient noted that it has been over a year and a half since her device has worked. There were no further complications reported.